Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e433 during a routine inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a defective generator-board. However, a definitive root cause could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.